Event description:
Pt underwent surgery for a fractured left hip on 6/18/95. A modular prosthesis was used & the femoral stem was cemented in place. On 6/25/95, while the pt was in skilled care, she was noted to have some shortening of the left leg. Several days prior to this she had continued to have a lot of pain & trouble ambulating. A pelvis x-ray was ordered at this time (results below). An attempt to relocate the stem into the head was unsuccessful & the pt returned to the or on 6/26/95 for an open reduction & replacement of the femoral head prosthesis. The 2 parts are supposed to be held together with a "cold weld".